Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a constant air in line alarm with a primed set. There was no reported adverse event.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated. It was noted that the air detector was inoperable / defective and was the cause of the reported issue. Service replaced the air detector to correct the reported issue. Service also performed full preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.